Event description:
It was reported that the patient underwent an implant of a shunt. On post-operative day one (1) the patient showed hypotony. Post-operative day five (5) it was noted that the patient was recovering from hypotony. Reportedly, no complications arose. It was stated that this report was not a complaint; however, was a post-operative complication.

Manufacturer narrative:
(B)(6). (B)(4) - baerveldt shunt. The 510k number is k955455. Prior to release to market the shunt met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4): placeholder.